Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) needed to be rebooted every week or so due to freezing/locking up issues. Rebooting the cns temporarily resolved the issue, but then the issue would recur. The customer would like to send the device in to nihon kohden for evaluation. They are currently working to get the p.o. Approved in order to do this. They will be sent a loaner while awaiting the process of sending the malfunctioning device in for repair. There was no patient harm reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) needed to be rebooted every week or so due to freezing/locking up issues.

Event description:
The biomedical engineer reported that the central nurse's station (cns) needed to be rebooted every week or so due to freezing/locking up issues.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated cns device, mu-971ra s/n (B)(6) , intermittently freeze up. Customer would restart the device to resolve the issue, but the it returns shortly after. On (B)(6) 2018 customer stated device was sent to nka for evaluation and repair. Service history shows device was sent to nka under ticket (B)(4)for a different issue. Nka repair center evaluated the device. No issues were noted. Thus, the issue could not be duplicated at nka. Service requested: troubleshooting. Service performed: troubleshooting. Investigation results: [risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 22, 2020. Out of 33046 records, the ticket title is filtered for "freezing" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. The model is filtered to show only "mu-971ra" incidents. There were 3 incidents of cns freezing. Additional keyword search for "freeze", "froze" yielded 5 more incidents. The total number of cns 9701 freezing incidents is 8. Total number of units sold is available in sap. The total number of units sold since 2014 (the beginning of sap data) is (B)(4). (B)(4). Risks: the risk of cns freezing is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-9701 central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. [History] device was put into service on 5/1/2008. Service history for this device shows the following: 02/23/2018: (B)(6) - not related to current incident. 02/23/2018: (B)(6) - not related to current incident. 02/16/2018: (B)(6) - current incident. 07/06/2017: (B)(6) - not related to current incident. 11/09/2016: (B)(6) - not related to current incident. 10/31/2016: (B)(6) - not related to current incident. 03/02/2016: (B)(6) - not related to current incident. 01/27/2015: (B)(6) - not related to current incident. The reported issue did not have a precedent and has not re-occurred. Cns-9701 operator's manual, revision w, cautioned user that device should be restarted once every three months. Otherwise operation becomes unstable and monitoring may stop. While restarting, patients monitored by the device must be monitored by alternate instruments such as bedside monitors. Further, the troubleshooting section states that if operation become slow or device has malfunctioned, its possible cause is windows has become unstable. The remedy to restart the device. The reported issue could not be confirmed at nka repair center. Cns-9701 service manual, revision f, states that device should undergo periodic maintenance inspection at least once every 6 months. Items to be replaced periodically include hard disk drives and cooling fan chassis. These items are to be replaced every 2 years (or 20,000 working hours if user keeps track of the working time). Due to maintenance history for device is not available, it is not possible to determine the root cause of the intermittent freezing. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion: the reported issue could not be confirmed at nka repair center. Additionally, the maintenance history for device is not available, it is not possible to determine the root cause of the intermittent freezing. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects.